Manufacturer narrative:
S/w version: 2.9d retainer ring = clear on (B)(6) 2021 customer alleged pump has cosmetic damage (cracked battery compartment). Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: cracked retainer, faded serial number label, pillowing keypad overlay, cracked case on corner of belt clip rails, cracked case on battery tube threads, cracked keypad overlay, cracked reservoir tube lip, and cracked battery tube threads. In summary, customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked case on corner of belt clip rails, cracked case on battery tube threads, and cracked battery tube threads was noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.